Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the battery was working really good and was not sticking out; they were real pleased with the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient¿s battery was right where their clothes sat. They could feel the implant and it was laying flat, but they were having pain. They thought the pain they were having was because of the battery location. Their pants would irritate the area and it would hurt. No further complications were reported or anticipated.